Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor alleged that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/08/2014 with the following findings: the keypad cover was found to be peeling up at the bottom of the keypad. During testing, the ok keypad button was found to be unresponsive; all other keypad button responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button was torn with a small hole at the center of the cover. The audio bolus button was responsive despite the damage to the cover. Also unrelated to the complaint, evaluation revealed that the pump case was cracked in multiple regions, including the battery compartment. In addition to the unrelated issues, the display screen text was found to be dim, discolored, and fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.